Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the stem and liner were replaced.

Manufacturer narrative:
An event regarding revision surgery for disassociation involving an accolade stem was reported. A review by a clinical consultant confirmed disassociation. Method and results: device evaluation and results: visual inspection: the device was not returned however an image of the explanted device was made available. The image showed wearing of the stem trunnion. Some damage consistent with explantation damage and bony on growth was observed on the stem surface. The stem was observed to be separate from the metal head. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: accolade tmzf stem with severe trunnion damage with and substance loss. Adherent bone on the ingrowth surface of the stem confirms the stem was well-fixed to the bone. The trident cup has correct inclination but absent anteversion as evident by the straight line projection of the cup opening circle. Cup inclination is adequate. Catastrophic trunnion failure with substance loss and femoral head disassociation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. If further information and/or the device becomes available this investigation will be re-opened.

Event description:
It was reported that the stem and liner were replaced.